Event description:
Reportedly, the defibrillation system with platinum dr 1510 s/n (B)(4) was explanted on (B)(6) 2023 due to infection.

Manufacturer narrative:
Please refer to the attached analysis report.